Event description:
It was reported that at some point post surgery, the pt presented with two broken trinica select screws. The pt was asymptomatic and the surgeon would not be revising the pt. The surgeon refused any additional information. No further information is available at the time of this report.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed.